Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and the b keypad button does not work. Customer also indicated that the pump alarmed for a pump error. Customer's blood glucose was unknown at the time of incident.  The customer was assisted with troubleshooting but the display did not return and the call was disconnected.  Troubleshooting called customer back but was unable to leave a voicemail message.  No further details given.